Event description:
The physician attempted arteriotomy closure using a prostar xl 8 fr. Device. When deploying the device, two of the four needles deflected into the subcutaneous tissue. It is unk whether back-down was attempted. The pt was taken to surgery for device removal and closure of the right femoral artery and right femoral vein. Surgery was successful. The pt recovered without further incident.